Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and the third electrode. It was initially reported that when the procedure took place, the physician requested the ablation catheter and it presented a magnetic sensor. The device was replaced by another. There was no patient consequence. The customer's magnetic sensor issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 26-jun-2025, the bwi pal revealed that a visual inspection of the returned device found a separation between pebax and the third electrode with a reddish material inside the pebax. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed a separation between the pebax and the third electrode, and a reddish material was found inside of it. The device was dissected at the peek housing section, and correct adhesive application was observed on the wires inside the tip. The device was then connected to carto 3 system, and it was recognized; however, error 105 and error 106 appeared on the system due to an open circuit in the tip area. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax is not related to the customer complaint. The root cause of the damage is traced to manufacturing process. The magnetic sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. For the pebax damage the instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Explanation of codes: investigation findings: manufacturing process problem identified (c16) and mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to separation in the pebax section identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer's reported magnetic sensor issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).